Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 55 mg/dl. The customer ate food to treat for the low blood glucose. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms occurred during testing. The insulin pump was received with cracked battery tube threads, minor scratched liquid crystal display window. No backlight anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).